Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with mentor memorygel breast implant, 275cc silicone breast implants which the left side deflated intraoperatively. The issue was observed visually by the physician. No adverse event reported.

Manufacturer narrative:
Photo evaluation: upon visual inspection of the picture the sample was noted ruptured. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. All mentor product is 100% inspected prior to release. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during visual evaluation of the sample a tear , measuring approximately 5.1 cm and an area of missing material , measuring approximately 1.1 cm x 1.4 cm, were observed on the posterior view. Microscopic examination of the edges of the both ruptures revealed parallel striations consistent with a rupture with a sharp object. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).